Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient improperly disconnecting during therapy and then reconnected, prior to the alarm. The technical service representative (tsr) explained the alarm to the patient and reviewed proper procedures with the patient. The tsr advised patient to start therapy over using all new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Troubleshooting determined that the patent had improperly disconnected from the patient line of the cassette during therapy which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.